Event description:
Seven to ten days after filter implantation, the pt returned complaining pf back pain. X-rays showed that one limb of the filter perforated the vena cava and was approaching the aorta. Reportedly the filter was also very tilted. The filter was removed via the juglar approach and a juglar was implanted.